Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11. The device was not returned to olympus for evaluation. Based on the results of the investigation, the cause is likely due to users not thoroughly reading the instruction manual and lacking sufficient knowledge about the equipment. However, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the endoscope reprocessor encountered possible reprocessing defects due to concentration check that was not performed. There were no reports of patient harm.